Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the pacemaker had a larger decrease in battery longevity than expected. The suspected cause was premature battery depletion. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The pacemaker was received for analysis at end of life (eol). Device image and longevity assessments were normal with no anomalies found.